Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. The hinges of the operating unit were found glued. The device showed age-based marks of use and was heavily contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy a measurement according to en 60601-2-24 was performed. The measured value is within specification. Inside the device traces of a drop down were found. Wrong handling could not be excluded. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. According IFU following is described: · prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damage, missing parts or contamination and check audible and visible alarms during selftest. · if the pump device falls or is exposed to force it needs to be examined prior to use.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): under infusion: at 0311hrs, vtbi set as 100mls to run at 12.5mls/hr. At 0545hrs, discovered that 95 mls is still present in the dosifix micro burette. Histories are included in folder. (Kindly refer to events starting from 3316 - 3361). Pump to return back to customer after investigation.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results are available. (B)(4).